Event description:
During hysteroscopy, the inflow tube set would not stay connected to the scope, it would then leak fluid and need to be reattached. This happened several times while instrument in use.